Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '(03.133.105, 2.7mm drill bit qc 125mm) had broken into pieces. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 2.7mm drill bit qc 125mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history manufacturing location: inspected, packaged and released by: monument / supplier- (B)(6). Release to warehouse date: 02-jun-2023 part number: 03.133.105, 2.7mm drill bit qc 125mm lot number: 4317p80 (non-sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection, packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m100, 2.0mm drill bit qc 125mm lot number: u420200 lot quantity:(B)(4) inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from (B)(6) dated 18-nov-2022 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 50.9 hrc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024, the 2.7 drill bit, broke. The surgeon proceed to change it for another drill bit to continue with the surgery. The part of the drill bit that broke did not remain inside the patient since all fragments were retrieved. The surgery was completed successfully without surgical delay. No affect to the patient. This report is for one 2.7mm drill bit qc 125mm this is report 1 of 1 for (B)(4).